Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: laparascopic cholesystectomy. Event description: [user facility]. Dr [name redacted] performed a laparascopic cholesystectomy on a female patient. The endo clip misfired. Every second or third clip came out. Dr was able to complete the procedure with the device but it misfired a few times. Applied trocars was used. The duct was skeletonized before using the ca500 clip applier. It was not fired before entering the patient, the trigger was not tampered with before firing the first clip. He completed each actuation and let the device "reset" before firing the following clip. No harm was done to the patient. He fired the clip applier a few times, eventually every second or third clip came out, he was able to complete the procedure with one device but was concerned why this is happening especially if the duct started to bleed, he need a clip applier that does not misfire. He was using a grasper to skeletonize the duct. Additional information received from applied medical representative via email 13nov23: the duct did not bleed; this was a concern that the doctor had if the ca500 misfired again. Intervention: he was able to complete the procedure with one device. Patient status: no harm was done to the patient.

Event description:
Procedure performed: lap chole. Event description: hospital: [hospital] dr [name redacted] performed a laparoscopic cholecystectomy on a female patient. The endo clip misfired. Every second or third clip came out. Dr was able to complete the procedure with the device but it misfired a few times. Applied trocars was used. The duct was skeletonized before using the ca500 clip applier. It was not fired before entering the patient, the trigger was not tampered with before firing the first clip. He completed each actuation and let the device "reset" before firing the following clip. No harm was done to the patient. He fired the clip applier a few times, eventually every second or third clip came out, he was able to complete the procedure with one device but was concerned why this is happening especially if the duct started to bleed, he need a clip applier that does not misfire. He was using a grasper to skeletonize the duct. Information received from applied medical representative via email 13nov2023: the duct did not bleed; this was a concern that the doctor had if the ca500 misfired again patient status: no harm was done. Intervention: he was able to complete the procedure with one device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.